Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead .other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-mar-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep was at a replacement for a patient to go from the previous ins model to the latest rechargeable ins model. It was reported that they were able to remove the bottom lead, but the top lead was stuck. Technical services advised to try and wiggle out the lead, but there was no other method. The rep did not have time for further questions and an email was sent to retrieve reporting information. The event occurred on (B)(6) 2020 additional information was received from the manufacturer representative (rep) clarifying the previous report of the ¿top lead being stuck¿ to mean the top lead was stuck in the ins. It was reported that they removed the screw entirely from the ins and they still struggled to remove the lead. They tried wiggling and lubricating the lead and it still did not dislodge. The physician ultimately yanked the lead out, but it was visibly damaged in the process. When checked with the wens it showed the lead was not functional. The cause of the top lead being stuck remains unknown. All impedances prior to the surgery were within normal limits. The lead was replaced to resolve the issue. They were unable to obtain the patient¿s weight at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.